Manufacturer narrative:
Concomitant product: product ID: 8780, serial # unknown, implanted: (B)(6) 2014, product type catheter.

Event description:
It was later reported that the drug concentration was changed and a system content removal procedure was done. Shortly after that, the patient ended up in the emergency room (ER) with overdose symptoms. The reporter thought that the pump was then programmed to minimum rate mode and possibly had saline placed in the reservoir. However, the reporter did not know that for certain. The doctor thought that system content removal procedure was done properly and that maybe the concentration that came from the pharmacy was too high, even though the doctor thought that it was 1mg/ml. An appointment was planned for (B)(6) 2015 to change concentrations again and do another system content removal procedure. It was noted that this overdose occurrence was the same as the previously reported overdose occurrence.

Event description:
It was reported that the representative was asked to purge and prime the patient¿s catheter. The current concentration, 5milligrams/milliliter (mg/ml), was too strong for the patient even at lowest dose. The patient experienced overdose symptoms. The physician wanted to change concentration to 1mg/ml. Under fluoroscopy, the physician removed the old drug from pump reservoir and filled it with new concentration. The physician then proceeded to aspirate the catheter; 2 cubic centimeters (cc). This was pink fluid. The nurse inquired what it should look like and the physician responded ¿that yes, since she just had surgery.¿ the catheter volume was 0.247 ml so the physician proceeded to prime 0.15 ml and aspirate 2 cc two times to clear the pump tubing of the old drug with the same results. Then an additional prime at the end to continue therapy. Reportedly, there was no alleged catheter issue. The patient stayed at the office to be monitored for about one hour afterwards. At the time of the report the patient's status was reported as alive-no injury. However, the representative was contacted by the physician at approximately 9 pm asking to review the doses from the physician programmer as the patient¿s family had notified the physician that they were going to the hospital due to overdose symptoms; lethargy. Narcan was administered at the hospital and the patient ¿woke right up.¿ it was unknown if additional interventions or other actions were taken to mitigate or resolve the symptoms. It was further provided that on ¿monday¿ it was set to minimum rate; 0.03 mg/day. The patient was reportedly lethargic due to the dose being too strong. The pink aspirated drug was not confirmed to be due to the previous surgery. The drug was thought to have been discarded. It was also provided that there had been no programming errors when the concentration was lowered. Reportedly, it was likely the dose or concentration was still too high. The patient was still in the hospital and receiving narcan as needed. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_cath, implanted: 2014 (B)(6); product type catheter. (B)(4).